Event description:
It was reported that a pt underwent an episiotomy repair in 2009. During the procedure, a needle pull-off occurred. The needle remains in situ. The pt is scheduled for a surgical retrieval of the retained needle in the operating room in two months.

Manufacturer narrative:
Rep sample of the returned product was tested for needle pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within spec. User error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.